Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer stated that his blood glucose was 600 mg/dl manual injection and treated with manual injection. Customer was getting insulin flow block alarm on his pump. Customer troubleshoot for insulin flow blocked alarm during basal and customer stated that the insulin exited. The product was returned for analysis.